Event description:
It was reported the case was cracked/ broken. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is out of electrical specification. Heart lead flex is corroded. Side bail covers and ring cover are contaminated. Upper and lower cases, high rate cover and battery drawer end cap are broken.